Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with user error.

Event description:
Patient's ipg was replaced and therapy has been successfully restored. No reported complications.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report. During the processing of this incident attempts were made to obtain complete patient information.

Event description:
It was reported that the patient programmer showed error message and the charger could not locate the ipg. The patient has not charged or had therapy for several months. Site manufacturer representative confirmed patient's ipg is not communicating with the programmer. Surgical intervention may be undertaken to address the issue.